Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump was running faster that it was set up. Evaluation was unable to reproduce or confirm the customer reported symptom of a device running faster than it was set up for, however evaluation did experience a similar symptom of an under infusion. The device was sent for flow testing with a customer ran rate taken from the event history log and delivered out of specification. Evaluation was unable to determine causality; however, pressure setup was completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running faster than it was set up during delivery during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.